Event description:
I received my replacement dreamstation and now have the dreamstation 2. It is horrible! The new machine has a smell in it, that smells like something died in it! It is making me sick! I reached out to philips. I reached out to (B)(4). I had my appointment with my doctor. I am being told by phillips and (B)(4) it is out of warranty and I am not due for a new machine through insurance until 2024. So, it would cost me out of pocket for repair or replacement. Unacceptable! My doctor reached out to (B)(4) at (B)(4) and requested they make an attempt to order me a new machine, as I have new insurance now. To my knowledge that was not done. (B)(4) at (B)(4) would not make any attempts as well. Phillips should send me a new machine!! At no cost to me. I need this machine to breath at night! Thank you, (B)(6). They will not warranty this new machine phillips respirometric sent me.